Event description:
Boston scientific received information that this programmer emitted smoke and the field representative started to smell like burning when interrogating pre-implant device. The field representative was advised not to use a third party power cord. The programmer was returned. No adverse patient effects were reported.